Event description:
Provider states the back upholstery has excessive stretching in the materials.

Manufacturer narrative:
MDR was inadvertently filed under registration number (B)(4). The correct registration number associated with the reported product is (B)(4).